Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to diabetic ketoacidosis on (B)(6) 2020. Customer¿s blood glucose was unknown at the time of event. Customer was treated with insulin fluid. Customer was not using auto mode. The insulin pump will not be returned for analysis.